Event description:
It was reported that the customer had high blood glucose several times and treated with boluses. It was stated that the cannula was bent and the insulin pump did not alarm. It was stated that the customer was at work and the high pressure was not performed at time of call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.